Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event corrosion of the charge-coupled device (ccd) was cause traced to component failure. However, a definitive root cause for the reportable event white residue was present on the colonovideoscope air water and auxiliary channels could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue on the air water and auxiliary channel along with corrosion of the charge-coupled device (ccd). There was no patient involvement.